Event description:
It was reported that the during the implant of this insertable cardiac monitor (icm) the operation failed to deploy the icm. Although, the physician and representative though the icm was in the body of the patient, connectivity was lost. Several troubleshooting steps were made to resolve the communication issue, but they were all unsuccessful. Boston scientific technical service indicated to evaluate the possibility that the icm was not on the patient's body. After checking on the sharp's container the insertion tool with the icm were found. An additional procedure was required to implant a new icm. The original icm was returned to bcs. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. It is documented in the instructions for use (IFU) and training videos that not pulling the plunger fully back to the hard stop or "blue line" may contribute to jamming. This may have contributed to the reported clinical observations a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on the returned device analysis, it is likely the device was used in a manner inconsistent with the labelled instructions for use (IFU), resulting in the jammed condition of the returned device. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unintended use error caused or contributed to event".

Manufacturer narrative:
This report is being submitted to correct the device avail for evaluation? (D9) in section d, suspect medical device; device eval by manufacturer? (H3) in section h, device manufacturers only and evaluation method codes, evaluation result codes, evaluation conclusion codes (h6) in section h, device manufacturers only.

Event description:
It was reported that the during the implant of this insertable cardiac monitor (icm) the operation failed to deploy the icm. Although, the physician and representative though the icm was in the body of the patient, connectivity was lost. Several troubleshooting steps were made to resolve the communication issue, but they were all unsuccessful. Boston scientific technical service indicated to evaluate the possibility that the icm was not on the patient's body. After checking on the sharp's container the insertion tool with the icm were found. An additional procedure was required to implant a new icm. The original icm was returned to bcs. No additional adverse patient effects were reported.

Event description:
It was reported that the during the implant of this insertable cardiac monitor (icm) the operation failed to deploy the icm. Although, the physician and representative though the icm was in the body of the patient, connectivity was lost. Several troubleshooting steps were made to resolve the communication issue, but they were all unsuccessful. Boston scientific technical service indicated to evaluate the possibility that the icm was not on the patient's body. After checking on the sharp's container the insertion tool with the icm were found. An additional procedure was required to implant a new icm. The original icm was returned to bcs. No additional adverse patient effects were reported.